Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Duraseal was not returned for evaluation after three good faith attempts (gfes) were made; therefore, an evaluation of the device could not be performed, additionally, lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. The root cause is undetermined and the complaint is unable to be confirmed with the information available. However, the mechanism for color loss of duraseal occurs when the dye is blended into the powdered vial. Once the gel is formed at the implant site that water soluble dye leaches out over the course of 24 hours. The hydrogel is 90% water and will not impede the movement of that dye molecule out into the physiological fluid surrounding the implant site. Per the fmea, potential causes of failure include: solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal (unknown catalog#) was used during a craniotomy procedure, and 5 days later they had to go back in. They noticed the duraseal was no longer blue in color like when it is applied and the surgeon was wondering why. Additional information has been requested on patient impact.